Manufacturer narrative:
The reagent lot number is 744185. The expiration date was requested but not provided. The field service engineer (fse) inspected the module and determined the event was caused by the heat cut filter and lamp wear. He then replaced the heat cut filter, the lamp and reaction cuvettes. He also checked the water and detergent levels in the cuvettes and the pressure of the gear pump head. The customer replaced the sample probe and performed calibrations and qcs. The fse also found the washing station tubes were leaking and the detergent tubes were creased. He then replaced the damaged tubes, unclogged the aspiration needles, and disinfected the tubing. He also checked the movement of the piping while in operation, adjusted the pipetting needle, and performed detergent air purges. The fse concluded there was inadequate washing of the cuvettes due to liquid leaking from the tubes. The investigation determined the event was consistent with an issue with the heat cut filter and lamp wear. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ca2 calcium gen.2 result from one patient sample tested on the cobas 8000 c702 module. The initial result was not reported outside of the laboratory. On 15-feb-2024, the initial result from the module was 2.9 mg/dl. On 16-feb-2024, the repeat result from the other module was 8.6 mg/dl. The repeat result was deemed correct and reported to the physician.